Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that two drawers had failed. A field service engineer arrived at the station and found that auxiliary half-height cubie drawers 1.1 and 1.2 were not on the bus. The engineer inspected the drawers and observed that all lights on the module controller and drawer controllers were on. The device was shut down, and the retractor bands and row board cables were reseated. The drawers were then recognized on the bus. All cubies were released and checked for debris, which was found. The drawers were tested in diagnostics, and no other issues were identified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, half height cubie drawers 1.1 and 1.2 were not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.